Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal left anterior descending artery with moderate calcification. Pre-dilatation was performed and the 2.5 x 12 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion, and the shaft kinked. During removal, the proximal stent struts met resistance with the calcified area of the lesion, and became flared. The sds was removed without issue. Further dilatation was performed, and a 2.25 x 12 mm xience v stent was implanted successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Inflation: medtronic. Guide cath: ebu. Sheath: cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood on the balloon and stent implant consistent with insertion into the patient anatomy. There was no contrast visible. The stent implant was stationary on the balloon between the markers. There were bent proximal stent struts noted in the first and second row of proximal stent struts consistent with the reported stent damage. There was no other damage noted to the stent implant. The balloon was tightly folded. There was a kink in the hypotube 1.3 centimeters (cm) proximal to the guide wire exit notch. There were kinks in the distal shaft 9.8cm and 10.1 cm distal to the guide wire exit notch. There were multiple bends throughout the entire length of the hypotube. Although only one kink was reported, the other kinks and bends likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the sds. The tip length was measured and met manufacturing criteria. The distal and middle stent implant outer diameters were measured and met manufacturing criteria. The proximal stent implant outer diameters were not measured due to the damage noted. The anatomical conditions reported were moderate calcification and 95% stenosis. During advancement of the sds could not cross the lesion and subsequently resulted in the shaft kink. During removal of the sds the stent appeared to have interacted with the calcification resulting in the difficulty to remove and stent damage. In this case, the reported difficulty to remove, failure to cross, stent damage and shaft kink appear to be related to the operation context of the procedure and there is no indication of a product quality deficiency. Factors that can contribute to resistance when removing the sds include, but are not limited to, damage to the sds, anatomical conditions, damage to the stent or interaction with the guiding catheter. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage. A review of the lot history record for the reported lot was performed and there were no nonconforming issues associated with the reported lot that would have contributed to this complaint. Additionally, a query of the complaint database indicated no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.